Manufacturer narrative:
(B)(4). The customer reported that the monitor works properly, but audio fault is displayed. No pt harm was reported. Philips is in the process of obtaining add'l info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The customer reported that the monitor works properly. But audio fault is displayed. No pt harm was reported.